Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm maryland bipolar forceps instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and was found to have damage of the conductor wire¿s insulation at the yaw pulley. There was no material missing and the conductor wires were exposed. The instrument passed an electrical continuity test. Additional observation(s) : the instrument was found to have a damaged grip cable at the distal end. Correction to section d: primary product batch/lot number was updated to k12240801 0334.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury.